Event description:
Healthcare professional reported ¿rupture confirmed with an MRI.¿ healthcare professional later reported "capsular contracture baker grade IV." Healthcare professional later reported ¿unacceptable cosmesis" and ¿removal of free silicone." This record is for the left side. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ unsatisfactory result: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported left side rupture "confirmed with an MRI.¿ healthcare professional later reported "capsular contracture baker grade IV." Healthcare professional later reported ¿unacceptable cosmesis" and ¿removal of free silicone." This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture "confirmed with an MRI.¿ healthcare professional later reported "capsular contracture baker grade IV." Healthcare professional later reported ¿unacceptable cosmesis" and ¿removal of free silicone." This record is for the left side. Device has been explanted.